Event description:
Avea ventilator was overheated and would not turn off. Ventilator was reported to biomed for servicing. The lead rt and md is aware. Ventilator was not on a patient at the time the ventilator was overheating.